Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d3, d4, d6b, h6.

Event description:
Healthcare professional reported "deflation" and ¿removal from textured to smooth due to the concerns of the product¿ and later reported "old needed exchange","exchange", "ruptured". This record is for the right-side. Device has been explanted and will be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" and ¿removal from textured to smooth due to the concerns of the product¿. This record is for the right-side. Device remains implanted and will be returned.

Event description:
Healthcare professional reported "deflation" and ¿removal from textured to smooth due to the concerns of the product¿ and later reported "old needed exchange","exchange", "ruptured". This record is for the right-side. Device has been explanted and will be returned.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ anxiety-product/procedure: unable to observe through visual inspection as it is a physiological phenomenon. ¿ deflation: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.